Event description:
It was reported that the user experienced persistent hyperglycemia after announcing a larger-than-usual meal and then disconnecting from the ilet for approximately one hour to shower, with continuous glucose monitor (cgm) readings up to 363 mg/dl and a confirmatory fingerstick of 419 mg/dl; subsequent readings trended down following troubleshooting that included a site change. Symptoms included hyperglycemia with trace ketones. Outcomes included a missed insulin dose exposure due to interruption in insulin delivery without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem, specifically an improper or incorrect procedure related to insulin delivery timing and disconnection, with no device problem found and the user interface implicated as the interacted component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.